Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the touchscreen was unresponsive. Additionally, it was reported that damage to the tandem-provided usb cable prevented the pump from being charged. There was no reported impact to the customer's blood glucose level. The customer reset the pump and used a secondary usb cable to charge the pump.